Event description:
It was reported that a medfusion 3500 syringe pump displayed a "clutch error". No injury was reported.

Manufacturer narrative:
One infusion syringe pump was received for device evaluation. Visual inspection found cracking and chipping at the top case. A review of the pump event history log could not be performed. Upon start-up, the pump went into primary audible alarm-post error. The reported issue could not be replicated. The root cause to the reported issue has been attributed to the end user interfacing with the device in a manner inconsistent with the instructions for use. The operator's manual states under the heading of "warnings" - "never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." The operator's manual states under the heading of "safety features," "maintenance & service" and "periodic maintenance" - "dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it."